Event description:
Portion of the wheelchair's seating frame broke, causing user to weight shift on the wheelchair base. This further caused the wheelchair base to drive erratically, as the user was heading down an incline. Chair then tipped over onto its left side, resulting in user receiving abrasions and causing damage to wheelchair base and seating.